Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following implant several episodes of under sensing was observed on the implantable cardiac monitor. A follow up in clinic to address the issue noted patient r waves had decreased since implant. Programming changes to sensitivity were made to address the decrease. There were no patient consequences before, during or after the event.